Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagus resection procedure, instrument head could not be connected with the instrument, took new stapler, connected it with the "old" head, no further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l55j09. The analysis results found that the cdh25a device arrived with no anvil. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with a test anvil and washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.